Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from customer technical support and performed a complete pump reset, which resolved the error, allowing them to successfully start their sensor session.